Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the causes such as looseness of the cable, light source equipment, or adhesion of liquid led to the malfunction. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned. During troubleshooting with olympus technical assistance center, the customer had the video cables in while using the series 190 scope. The cables were removed. The power was cycled and the light source cables were reseated; however, the error persisted. The customer later reported swapping out the light source and there were no errors and the device functioned normally. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center had a e315 incompatible scope error. It is unknown when the issue occurred. There were no reports of patient harm.